Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had abandoned his therapy due to his fear of dying. The patient's pump started "going haywire." The patient refused a refill because of recalls he read about. The pump was alarming because the pump was empty. The patient did not want to discontinue the therapy but was afraid of the recalls he read about. The patient ran out of medication a couple weeks prior to the report and had withdrawal (heart palpitations and a return of pain). The patient had been to the emergency room (ER) a few times in an ambulance because of heart palpitations. The pump was infusing dilaudid. Additional information has been requested that was not available at the time of this report. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated delivery failure and pump failure had occurred. No event date was specified. The patient had been hospitalized. Conflicting explant surgery date of (B)(6) 2015 was indicated. No further complications were reported/anticipated.